Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had a rubber gasket connecting the cylinder and hose was broken during the pre-use inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed and the packing was torn. A root cause could not be identified. Based on the results of the investigation, it is likely the packing was cut due to some kind of external injury or scratch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.